Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the mdm cobalt liner is cutting into tmzf neck.

Manufacturer narrative:
An event regarding impingement between an mdm liner and an accolade stem was reported. Through the investigation a clinical review confirmed trident shell malposition. Method & results: - device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. - medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded: procedure-related factors: - absolute or relative cup malposition in low inclination and anteversion. Patient-related factors - none evident. Device-related factors: - none. Diagnosis: - absolute or relative cup malposition in low inclination and anteversion has contributed to an impingement condition in the arthroplasty with a notching effect with visible indentation in the accolade tmzf stem neck. Conclusion: a review of the provided x-rays by a clinical consultant concluded "absolute or relative cup malposition in low inclination and anteversion has contributed to an impingement condition in the arthroplasty with a notching effect with visible indentation in the accolade tmzf stem neck." No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the mdm cobalt liner is cutting into tmzf neck.